Event description:
Balloon was dislodged from shaft during angioplasty of stent placement within an a-v graft. Attempts to retrieve balloon were unsuccessful therefore surgeon was called in on the case.